Event description:
A center director reported that approx. Three months following bilateral prk, the pt was experiencing focusing issues with the left eye. Per the patient, the left eye was not as crisp as the right eye. Add'l info has been requested.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. Add'l info has been requested: attempts to obtain add'l info have been made. No new info has been received. (B)(4).